Event description:
A customer reported an alarm issue when using the freestyle libre 2 sensor with the freestyle librelink application. It was reported that the low glucose alarm failed to trigger when customer was hypoglycemic, and the customer experienced excessive sweating and a loss of consciousness. The customer was treated with glucagon injection, milk with coca, and 3 spoons of sugar by spouse. An ambulance was also called to home, and the customer given an additional 3 units of 3% glucose via IV for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product data has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The compatibility of cph2067 (oppo) device has not been tested at the time of investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. If the product data is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.